Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection was completed and a crack was noted on the rim of the minicap. A functional test found a leak in the minicap due to the crack. The cause of the crack was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned device, a leak was found coming from a cracked minicap. There was no report of patient injury or medical intervention associated with this event. No additional information is available.